Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The manufacturer's technical services (ts) confirmed the reported issue. Customer wants to know how to reset pm hours. Advised customer that command is #resetpm. Advised customer that this is located in chapter 5 of service manual. Also provided trouble shoot guidance to test the vent port, blower/boots and the mach sensor connection. The customer reset pm hours to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports failing system leak test. There was no patient involvement.